Event description:
It is reported that revision surgery was performed in 2008, due to subluxation of the knee at four weeks. A poly/hinge swap out was performed. No implant failure was found by the doctor, but he did find a blown quadriceps tendon, which he repaired. The pt was well over 300 pounds.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: subluxation of the knee, assuming this is separation of the segmental hinge post portion shank from the tibial component, could possibly be caused by excessive laxity in the soft tissue structures about the knee and/or use of a segmental articular surface polyethylene component that is not thick enough to compensate for excessive soft tissue laxity. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.